Event description:
It was reported that when the flushing of the intellanav stablepoint open-irrigated ablation catheter was performed for insertion preparation, the flow came out from half of the six irrigation holes, and the momentum of the flow coming out was weaker than usual. The irrigation tube was replaced with a new device, but there was no change. The ablation catheter was replaced with a new catheter, and the procedure was completed successfully. No patient complications were reported. The device has been returned.

Manufacturer narrative:
The device was returned to boston scientific for investigational analysis. The irrigation ports were visually inspected through a nikon microscope, and no defects or obstructions were found. The steering knob and the tension control knob functioned properly on both lock and unlock positions. There was no abnormal resistance coming from the tension knob. The device's lumen was leak tested and all values were within normal range. An irrigation flow test was performed and liquid was able to pass through all ports in the tip with the exception of slower output in one of the ports compared to the others. The flow tests performed did not have any obstructions or occlusions. The reported allegation was not confirmed through analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that when the flushing of the intellanav stablepoint open-irrigated ablation catheter was performed for insertion preparation, the flow came out from half of the six irrigation holes, and the momentum of the flow coming out was weaker than usual. The irrigation tube was replaced with a new device, but there was no change. The ablation catheter was replaced with a new catheter, and the procedure was completed successfully. No patient complications were reported. The device has been returned.